Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 08 mm nc trek balloon was advanced for post-dilatation of a xience xpedition stent implanted in the mildly calcified mid right coronary artery (rca), as routine procedure. However, the nc trek balloon could not be dilatated at all and was noted to be ruptured. Another nc trek balloon was used and the procedure was completed without issue. There was no resistance reported during preparation of the device or during the procedure. No adverse patient effect and no clinically significant delay of procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.